Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by a female consumer via a phone call on (B)(6) 2016, the consumer¿s contact lens ripped and she noticed that a chip of the contact lens was missing when she removed the contact lens from her eye. The consumer stated that her eyes were sore and became very painful despite wearing eye glasses for a few days. The consumer went to an urgent care facility and followed up with her eye care physician (ecp). The consumer reported that she was ¿diagnosed with an infected corneal abrasion¿ and was given unspecified treatment for two to three months. The consumer reported that she resumed contact lens wear but experienced two additional contact lenses tearing on the eyes after the reported infected corneal abrasion occurred. The consumer stated that she was not experiencing any symptoms currently. Additional information has been requested, but has not been received yet.

Manufacturer narrative:
Describe event or problem: additional information received; based upon the review of the facts available at this time, this complaint is no longer considered serious or reportable. (B)(4).

Event description:
Additional information was received from the treating eye care professional (ecp) via completed adverse event questionnaire form. The patient presented on (B)(6) 2016 with moderate pain/discomfort and mild redness in the left eye (os). A peripheral 1.0 mm corneal ulcer was seen, with mild corneal staining of >50% and a corneal infiltrate less than 1.0 mm in size. The diagnosis give was marginal corneal ulcer os, and the patient was treated with ciprofloxacin 0.3% ophthalmic solution. The patient returned for follow-up as scheduled on (B)(6) 2016, however did not return for subsequent scheduled follow-up appointments. The ecp noted that, at the time of the last follow-up, the os was healing. Based on review of the facts available at this time, this event is no longer considered serious or reportable.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).